Event description:
(2) cna's were lifting a resident out of bed with golvo lift and had resident elevated above the bed. The metal key connecting the motor to the threaded rod (screw) which controls the raising and lowering of the lift assembly cracked, causing the lift assembly to slide down the shaft and lower the resident to the bed without injury.